Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were noted during internal and external inspections. The device passed the functional returned instrument testing evaluation (rite) tests. A short simulated therapy was performed successfully. The device failed rite electrical testing. The voltages on the printed circuit board were all within specification limits. The main power switch was discovered to have a short. The cause of the rite failure was determined to be the short found on the power switch. The power switched was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.